Event description:
The customer returned the device for repair. Reported problem: loss of vacuum. During visual exam, co determined that enough liquid oxygen could leak through the cracked connecting tubes to potentially cause a serious injury. Co's service tech also reported that the knob and case were cracked, the vent lever pin was broken, and the vent valve and pneumatic demand device were out of specification. The unit was repaired ans returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action was implemented which replaced the connecting tubes with a more durable material on units mfg after 9/13/95.